Event description:
It was reported there was high impedance and apparent lead fracture. The device was removed from service. No patient complications have been reported as a result of this event.

Event description:
It was reported there was high impedance and apparent lead fracture. The device was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. Upon secondary review, the analysis results have been updated.evaluation summary: distal conductor fractured from overstress. The lead was not fully inserted and it is most likely the connecor ring was not making a good connection based on the location of the setscrew marks on the connector pin. Other: it was reported there was high impedance and apparent lead fracture. The device was removed from service. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed mechanical tests performed visual examination component/subassembly failure. Conductor coil device evaluated and alleged failure could not be duplicated impedance, high lead(s), fracture of.